Event description:
It was reported that during a staged procedure of the heavily tortuous, right coronary artery (rca), after predilatation with the 2.5 x 15 mm trek balloon dilatation catheter, the 3.5 x 23 mm xience xpedition stent delivery system (sds) was attempted to advance but could not cross the lesion. It was noted that 3 attempts to cross with the sds were unsuccessful and the device was removed without issue. A 3.5 x 15 mm vision sds was advanced after additional predilatation, however, it was unsuccessful in crossing the lesion. It was noted the patient had complaints of pain 9 out of 10. A dissection was noted in the rca after the attempt to advance the vision sds. A balloon pump was inserted followed by an attempt to advance a 3.0 x 12 mm vision sds but it was unsuccessful in reaching the lesion. The patient condition continued to decline and the patient was transferred for surgical bypass. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.